Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Expiration date - device is not packaged sterile. Complaint sample was evaluated and the reported event was confirmed as the returned tasp was fractured. Visual inspection of the returned tasp shim exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off. Not all pieces were returned. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause is considered to be a design deficiency. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the base for a tibial articular surface provisional broke during disassembly in post-surgery decontamination. There was no patient involvement. No adverse events have been reported as a result of the malfunction.